Manufacturer narrative:
Follow-up #1: date of submission 30-aug-2019. Device evaluation: the device has been returned and evaluated by product analysis on 28-aug-2019 with the following findings: a review of the pump black box and bolus histories showed that boluses were programmed over four units by the user. The pump was returned with the max bolus delivery setting set to 30 units. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump history was accurately recorded. The complaint of a history settings issue was not duplicated during evaluation. Unrelated to the complaint, investigation revealed the following issues: the keypad down key was hypersensitive due to a cracked key contact. The display screen was found to be dim and pink. There was no audible sound when tested due to a cracked piezo solder connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 1.2mmol/l, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose matched the active basal program total or were as expected. The basal history matched the active basal program settings. The bolus totals did not match, and were a greater than 5% difference. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an inaccurate delivery issue.